Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
The consumer reported ( false negative) with the (binaxnow covid-19 ag self test otc 2) for performed on (B)(6)2021 . Confirmation testing was performed and generated ( positve). No additional patient information, including treatment and outcome, was provided. No information was provided if patient was asymptomatic or symptomatic

Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.